Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration /migration of essure device : endometrial canal') and abortion spontaneous ('miscarriage') in a 26-year-old female patient who had essure (batch no. 880426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included recurrent abortion, anemia of pregnancy, gravida, multigravida and parity 3. Concurrent conditions included pelvic discomfort, candidiasis and amenorrhea. Concomitant products included medroxyprogesterone acetate (provera). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("severe pelvic pain / pain"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 3 months 3 days after insertion of essure. In (B)(6) 2012, the patient experienced infection ("infections"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criterion medically significant). In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy on contraceptive device") and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain lower ("lower abdominal pain"), bladder disorder ("bladder/urinary problem") and urinary tract disorder ("bladder/urinary problem"). The patient was treated with paracetamol (acetaminophen). At the time of the report, the device expulsion, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, infection, menstrual disorder, migraine, headache, dysmenorrhoea, vaginal haemorrhage, menorrhagia, abdominal pain lower, depression, anxiety, bladder disorder and urinary tract disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, anxiety, bladder disorder, depression, device expulsion, dysmenorrhoea, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract disorder and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event "bladder/urinary problem" was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration /migration of essure device : endometrial canal') and abortion spontaneous ('miscarriage') in a 26-year-old female patient who had essure (batch no: 880426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included recurrent abortion, anemia of pregnancy, gravida, multigravida and parity 3. Concurrent conditions included pelvic discomfort, candidiasis and amenorrhea. Concomitant products included medroxyprogesterone acetate (provera). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("severe pelvic pain / pain"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 3 months 3 days after insertion of essure. On (B)(6) 2012, the patient experienced infection ("infections"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criterion medically significant). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy on contraceptive device") and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain lower ("lower abdominal pain"), bladder disorder ("bladder / urinary problem") and urinary tract disorder ("bladder / urinary problem"). The patient was treated with paracetamol (acetaminophen). At the time of the report, the device expulsion, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, infection, menstrual disorder, migraine, headache, dysmenorrhoea, vaginal haemorrhage, menorrhagia, abdominal pain lower, depression, anxiety, bladder disorder and urinary tract disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, anxiety, bladder disorder, depression, device expulsion, dysmenorrhoea, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract disorder and vaginal haemorrhage to be related to essure. Lot number: 880426, manufacturing date:2011-07, expiration date:2014-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration /migration of essure device : endometrial canal"), pregnancy with contraceptive device ("pregnancy on contraceptive device") and abortion spontaneous ("miscarriage") in a (B)(6) year-old female patient who had essure (batch no. 880426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included recurrent abortion, anemia of pregnancy, gravida, multigravida and parity 3. Concurrent conditions included pelvic discomfort, candidiasis and amenorrhea. Concomitant products included medroxyprogesterone acetate (provera). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("severe pelvic pain / pain"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 3 months 3 days after insertion of essure. In (B)(6) 2012, the patient experienced infection ("infections"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criterion medically significant). In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and abdominal pain lower ("lower abdominal pain"). The patient was treated with paracetamol (acetaminophen). At the time of the report, the device expulsion, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, infection, menstrual disorder, migraine, headache, dysmenorrhoea, vaginal haemorrhage, menorrhagia, abdominal pain lower, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, anxiety, depression, device expulsion, dysmenorrhoea, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2018: plaintiff fact sheet was received. Events added from pfs- depression, mental anguish. Events onset date were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.